Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call of moisture damage and blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he accidentally dropped his pump in the water. The customer stated that there are no cracks but the pump will not turn on. The customer mentioned water under the display but not anymore. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.